Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes) investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: depression, anxiety, fear, limited physical activities, worry. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported depression, anxiety, fear, limited physical activities, worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to pulmonary embolism (pe). Patient is alleging organ and vena cava perforation. The patient further alleges "I am worried because my implanted cook celect ivc filter has perforated outside the wall of my inferior vena cava, further perforating my l4 vertebral body. As such, I live with the anxiety of having a filter implanted that could fail further at any time, but that cannot be retrieved without undergoing a serious surgery." "For fear of aggravating my current condition and causing potential future injuries related to the cook celect filter implantation, I try not to engage in any activities that cause me to exert myself." 05jul2019: per computed tomography report, "caval perforation: yes. 2 o'clock 8.00mm grade 2. 4 o'clock 11.20mm grade 4 extending into the l4 vertebral body. 10 o'clock 13.70mm grade 2. 8 o'clock 17.50mm grade 2. Tilt: no. Migration: no".

Manufacturer narrative:
Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009 and perforated through the ivc. One strut is perforating the l4 vertebral body. Hospital and medical records have been requested, but not yet provided.